Manufacturer narrative:
Device evaluation: as received, the specimen consisted of one each hydro gw std s 150-035; returned partially loaded into the partial (less the j-straightener attachment) dispenser assembly within the opened, labelled packaging pouch and triple-bagged within "zip-lock" style poly biohazard pouches. As received, the dispenser assembly did not present any visible indication of being hydrated to remove the wire. After flushing the dispenser assembly with saline, the specimen was easily removed and subjected to visual and tactile examination. The specimen presented polymer jacket removal by ductile tensile overload, exposing the distal 5.75mm of the metallic core wire and a large radius bend consistent with tensile loading, over the distal 5.25cm. Except where noted, the specimen device appeared visually and dimensionally correct. A review of the device history records of the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. As indicated in the operational instructions section of the device instructions for use, "before removing the zipwire hydrophilic guidewire from the protective hoop (by its distal end), inject physiological saline solution into the hub end of the holder in order to completely wet the surface of the wire." Our investigation was unable to confirm that the product did not meet specification prior to shipment. The investigation concluded that the product met specification at the time of shipment. At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the information provided to date, it appears that handling factors contributed to the event as reported. The patient information was not provided at the time of this report. If there is any further relevant information provided, a follow up medwatch report will be submitted.

Manufacturer narrative:
This medwatch report is being filed based on a preliminary review of the device, which revealed damage to the polymer jacket material exposing an indeterminate length of the metallic core wire. The manufacturing batch record review confirmed that the device met all material, assembly and inspection specifications. At this time, it is not possible to assign a definitive root cause for the event as reported. The patient information was not provided at the time of this report. A follow up medwatch report will be submitted upon completion of the device evaluation.

Event description:
Event description: it was reported that the wire was defective straight out from the package. It looked like it was split at the end. They got another wire of the same kind and completed the case. Patient was fine with no reported complications.